Event description:
It was initially reported that the patient had high impedance on a recent systems diagnostics. No further information was not provided or available. Good faith attempts for more information have been unsuccessful to date.